Event description:
Patient ID: (B)(6). This is filed for clip movement, requiring intervention. It was reported that this was a mitraclip procedure performed on (B)(6) 2021, treating degenerative mitral regurgitation (mr) with a grade of 4. Patient anatomy included a posterior prolapse. Two clips were implanted, reducing the mr to grade 2. On (B)(6) 2021, the patient was re-hospitalized with heart failure and severe mr of grade 4. It was noted that the clip moved on the leaflet, related to the residual posterior leaflet prolapse. On (B)(6) 2021, the patient underwent a second mitraclip procedure, with implant of one additional clip, between the two previously implanted clips. The mr was reduced to grade 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of heart failure and mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on available information, the reported migration (partial clip movement) was due to challenging anatomy. The reported recurrent mr and heart failure appear to be cascading effects of the migration. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.